Event description:
A u.s. Distributor contacted zoll to report that monitor sn (B)(4) does not communicate with an electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) is complete. The reported problem (monitor does not communicate with a belt) was confirmed. As received, the monitor failed incoming functionality testing. Upon investigation, the white (hv) wire of the belt receptacle was cut. The cause of the test failure was damaged belt receptacle. The root cause of the damaged belt receptacle cannot be positively identified but is likely due to excessive force. No adverse event resulted from the defective electrode belt.